Event description:
Vu apod implant fractured during insertion. The surgeon opted to leave the implant in place to complete the surgery.

Manufacturer narrative:
The surgeon had a vu apod implant fracture on him during a case on (B)(6)2009. He used a modified tamp to impact it into the disc space. The vu trak instrument (inserter) left the implant proud a couple of millimeters. He took a tamp that mates with the insertion hole and impacted it further into the disc space. During the impaction, the peek fractured vertically to the cephalad edge of the implant. He opted not remove the implant and replace it with a spare from the implant tray, and just rotated the spin-plate into position. From the sales order records for that surgeon and day, the implant used for the case was either a (B)(4) or a (B)(4) (he did 2 surgeries that day). The customs dept created (B)(4) (secondary impactor) by request of the surgeon in (B)(6) 2009. (B)(4) (theken fce who reported the incident) confirmed that the crack started at the inserter hole and ran vertically along the implant.